Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive. The patient confirmed that he swims with the pump regularly and denies any water or moisture in the pump or battery compartment. The patient reportedly wore the pump in a pocket. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported sticking keypad issue. The keypad was intact and all keys responsive. The cover was removed for investigation and no evidence of keypad contamination was located, under "contrast","up","down" and "ok" contact buttons. The pump returned with audio bolus button missing,. Pump cover was removed to inspect internal components. There was moisture corrosion visible on the printed circuit board. The bolus button was unresponsive due to moisture corrosion.